Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014, the patient underwent an anterior lumbar interbody fusion and posterolateral fusion surgery, and a posterior thoracolumbar fusion surgery on the lumbar region of her spine from vertebrae l1 to s1. Reportedly, patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, i.e., in the posterolateral region. Allegedly, the patient's post-operative period was marked by ¿a period of improvement followed by increasing pain in her low back and buttocks¿.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: (1). Recalcitrant lumbago. (2). Multilevel segmental lumbar spinal stenosis with foraminal stenosis. (3). Degenerative lumbar disk disease. (4). Degenerative spondylolisthesis. (5). Degenerative scoliosis. The patient underwent the following procedures: (1). Anterior lumbar interbody fusion via left-sided retroperitoneal approach, l4-l5, l5-s1. (2). Placement of intradiscal spacer, l4-l5 and ls-s1. (3). Anterior spinal instrumentation with titanium vertebral retention screws l4 and s1. (4). Use of bmp. (5). Local bone grafting. As per operative notes, ¿ the spacer was filled with bmp, tampedinto position with excellent interpositional fit and 25 mm titanium vertebral retention screws were inserted in the body of s1. The identical diskectomy was then performed and a 13 run tall, 12-degree lordotic spacer was filled with bmp, tamped into position with good interpositional fit and 25 mm retention screws were inserted into l4 along with the locking mechanism.¿ no intra-operative complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.